Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous or calcified left anterior descending artery. When opening a 3.75x8 mm nc trek balloon dilatation catheter (bdc), resistance was noted during removal of the protective sheath. The catheter was prepped without issue. The bdc was introduced and crossed the lesion without issue. The balloon could not be inflated and a small pressure leak was observed as contrast was noted at the distal end of the catheter. The bdc was removed from the patient anatomy without issue. Another 3.75 mm nc trek balloon catheter was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure due to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.